Manufacturer narrative:
Field service investigation was not performed and parts were not returned for failure analysis investigation as the serial number of the complaint device is unknown. The device is not released if it does not meet requirements or is nonconforming. Additional information has been requested and will be submitted upon receipt accordingly. This is one of three device reports for this event. Associated manufacturer report numbers: 1225714-2013-00828 and 1225714-2013-00829.

Manufacturer narrative:
(B)(4). Additional information has been requested and will be submitted upon receipt accordingly. This is one event for the same patient involving three separate products; associated numbers include: 1225714-2013-00828 and 1225714-2013-00829.

Event description:
The plaintiff's attorney alleged that the patient experienced a cardiac arrest, and required cardiopulmonary resuscitation and heart surgery after exposure to the product. The patient also experienced a heart attack and subsequent heart problems.